Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker was found in standby mode and required re-initialization. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2017 and its normal functioning was restored.

Event description:
It was reported that the pacemaker was found in standby mode and required re-initialization. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2017 and its normal functioning was restored.